Manufacturer narrative:
Per additional information received on april 01, 2025, patient underwent bilateral removal without replacement on (B)(6) 2024. The suspect device's identity: l 3544001 sn (B)(6), r 3544001 sn (B)(6). Reason for device explant and/or reoperation: symptomatic rupture. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Per additional information received on april 09, 2025, indicated that the MRI examinations confirmed bilateral ruptures. Patient also experienced bilateral capsular contractures unknown grade, device malposition, and acquired breast deformity. As a result, patient underwent bilateral mastopexies, bilateral capsulectomy, bilateral breast fat grafting, and pectoral muscle repositioning. The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. The manufacturing record evaluation (mre) was reviewed, and no anomalies were found related to this complaint. In addition, the mre review verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: na. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female who underwent a breast augmentation primary with an unknown mentor silicone prosthesis experienced bilateral symptomatic rupture post procedure. The patient stated that the MRI examination shows her left implant is ruptured, and both have a weird shape now. They are progressively shrinking, and the nipple is changing, and it looks like they are deflating, and she can tell they are sitting in her bra differently and there is a size difference now and they are getting smaller. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This report relates to the right prosthesis.